Event description:
It was reported that upon removal of catheter a piece of the catheter broke off and remained in patients arm with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from french to english: I would like to inform you that during my night shift on (B)(6), while removing a venous kt that I had just placed, a piece of the plastic end of the catheter remained in the patient's arm. For more information: kt of 18g, lot: 9171614p48, exp: 2022/06/30 slightly modified kt trajectory after installation. Kt removed without difficulty because swollen vein after venipuncture. Kt placed at the bend of the elbow.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon removal of catheter a piece of the catheter broke off and remained in patients arm with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: I would like to inform you that during my night shift on friday, april 10, while removing a venous kt that I had just placed, a piece of the plastic end of the catheter remained in the patient's arm. For more information: kt of 18g, lot: 9171614p48, exp: 2022/06/30. Slightly modified kt trajectory after installation. Kt removed without difficulty because swollen vein after venipuncture. Kt placed at the bend of the elbow.